Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, it was noted two screws from the calcar planer had been retained by the patient. Patient underwent a revision procedure on (B)(6) 2013 to remove the screws.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This medwatch is in response to the letter received regarding report number 0301190000-2013-8012. 1. Evaluation is in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. It has been reported in the past that some hospitals disassemble the blade components with screws for cleaning by removing the screws and blade component. The screws are secured with medical grade loctite adhesive and are not intended for removal during cleaning. It is possible for the screws to loosen after being disassembled. It is recommended that disassembled instruments be returned to biomet for proper reassembly. 2. Review of complaint history found five other events of a similar nature. A modular design was released in 2006 for use if removal of the blade for cleaning is preferred by the hospital. A field communication was issued in march 2011 to increase awareness of the alternative instrument. This is the first reported incident of this nature since the communication. 3. 1825034-2005-00014;1825034-2005-00073;1825034-2006-00004;1825034-2008-00002;1825034-2010-00356 - patient retained a screw from calcar planer instrument.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Analysis of device revealed no evidence of rotary damage which would result if a screw had fractured. There appears to be no damage to the threads and no signs of unusual wear. There are warnings in the associated package insert that state that this type of event can occur: under warnings it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." It has been reported in the past that some hospitals disassemble the blade components with screws for cleaning by removing the screws and blade component. The screws are secured with medical grade loctite adhesive and are not intended for removal during cleaning. It is possible for the screws to loosen after being disassembled. It is recommended that disassembled instruments be returned to biomet for proper reassembly.